Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned. However, performance data from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert had been tripped on two occasions. It was noted that both times it was due sic (sensing integrity counter) and vtns (ventricular tachycardia non-sustained) on the right ventricular (rv) lead. It was noted that the episodes show clear evidence of non-physiologic noise. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event. It was further reported that the there was intermittent noise that caused the patient to have device alerts and then go to the emergency department several times. The physician had the patient come into the clinic and performed myopotential exercises and the noise was not reproducible so the physician is not sure if it is a fracture or device malfunctioning. Therefore, the physician decided to explant and replace the lead and the device. No patient complications have been reported as a result of this event.